Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crtd, implanted: (B)(6) 2015. The initial reported event if high defibrillation impedance was previously submitted via remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued the rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation impedance. The rv lead was reprogrammed and is scheduled to be revised. No patient complications have been reported as a result of this event. 2020-05-29: it was further reported the rv lead also had sensing issues. The lead was capped and replaced.